Event description:
It was reported by the patient's physician that the pacing lead's bipolar impedance was lower than the unipolar impedance. The lead is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported by the patient's physician that the pacing lead's bipolar impedance was lower than the unipolar impedance. It was later reported the lead impedance was fluctuating. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.